Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that she could not remove a lancet from her one touch ultrasoft lancing device. The patient tests her blood glucose 4 times a day. She manages her diabetes with humalog and lantus insulins. The patient indicated that the alleged lancing device issue started on the day of event at around 4:35 pm. The patient explained that she had recently purchased a box of "bd lancets" and was unable to remove one of the lancets from her lancing device. The patient was planning on testing her blood glucose prior to eating dinner. Since the patient could not remove the lancet, she stated that she was unable to change the lancet and therefore could not test her blood glucose. About 45 minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness. The patient denied receiving treatment because of the alleged issue. The lancing device was replaced. The one touch customer advocate (otca) informed the patient that she was not using lancets manufactured by lifescan. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged lancing device issue began. The patient claimed that she could not remove and change the lancet on her lancing device.